Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. Reportedly, the patient's ipg was no longer able to connect with the rapid programmer. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a new model. Effective therapy was restored postoperatively.